Event description:
It was reported that the patient will undergo a surgical procedure to revise this tactra due to both cylinders eroded outside of the urethra through the exterior glans of the penis and the patient had an infection. The 11mm tactra was explanted and replaced with a new 9.5mm tactra.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of erosion and infection is a known risk associated with an tactra implant and is noted in the device instructions for use. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this tactra due to both cylinders eroded outside of the urethra through the exterior glans of the penis and the patient had an infection. The 11mm tactra was explanted and replaced with a new 9.5mm tactra.